Event description:
The customer originally returned their olympus high definition lcd monitor due to an unspecified image issue noted during receipt inspection of the subject device. This event had no patient involvement. During the device evaluation, it was confirmed that the subject device was not producing an image. This report is being submitted to capture the confirmed no image findings during the device evaluation.

Manufacturer narrative:
This is a combined initial/final report being submitted to provide both the initial event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, no image was being displayed due to a faulty board set. Additionally, the noise was overlapping with the dvi image. Scratches were found on the front panel, and the protective panel coating was peeling off. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the device evaluation as well as the investigation findings, it is believed that the reported failure was caused by component failure. The printed circuit board was found faulty during the device evaluation and was causing the reported imaging issues to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.